Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by an update to the customer-facing guide. A technical support specialist guided that the patient merging process was conducted at the host, and the primary concern was the integrity of patient data during manipulation. The system functioned as intended after the technical support specialist troubleshooted the device. The serial number, UDI and manufactures details kept blank since the given asset information found to be pyxis es it infrastructure.

Event description:
It was reported when using the pyxis medstation es system orders were not available. The customer reported an issue with a patient in one of our units. The patient's evening (p.m.) Medications, which were previously eligible to be given, suddenly became grayed out for the nurse. These medications were still listed as active orders in the ehr and had been fine during the morning (a.m.) Medication pass, but when it was time for the evening (p.m.) Pass, they were no longer accessible. The customer mentioned that the on-call pharmacist had to adjust each of the patient's evening (p.m.) Medication orders to make them available again for the nurse. After thorough investigation, it was determined that this problem occurred due to a merge of medical records for this patient. Additional adjustments were needed to ensure the system correctly interprets prn messages after a patient leaves and then returns to the facility. The customer confirmed that there was a delay in giving out the medication because the nurse couldn't get the evening (p.m.) Medications for the patient, so the pharmacist had to change the order. There were no adverse events or injuries reported based on this incident.